Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device that was not cooling. A functional check showed that the mixing pump had failed. Biomed stated that they would order the pump and replace it onsite. Per follow up information received on 09-aug-2022, there was no patient involvement reported. Biomed would order the pump and replace it onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A functional check showed that the mixing pump had failed. The device did not meet specifications and that the device was influenced by the reported failure. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed had an arctic sun device that was not cooling. A functional check showed that the mixing pump had failed. Biomed stated that they would order the pump and replace it onsite. As per follow up information received on 09aug2022, there was no patient involvement reported. Biomed would order the pump and replace it onsite.